Event description:
It was reported that the patient complained of discomfort at their neck incision. The healthcare professional (hcp) planned to put the lead/extension junction deeper into the tissue to help with the discomfort. Upon opening the incision, a slit was noted on the plastic coating of the lead. Upon further inspection, the other tail of the lead appeared to have damage as well. It was noted that there was high impedance of >10,000 with electrodes 4-7. It was further noted that there was damage detected removing the lead. The patient reported a shocking or jolting sensation. Actions required as a result of the event included hospitalization and replacement. The cause of issue was not determined. It was further reported that the caller was in the operating room. The patient felt discomfort at the lead/extension junction but there was no issue with stimulation. The hcp wanted to implant deeper. Upon implanting deeper the hcp observed two spots on the lead where the outer coating of the lead was exposed. It was noted that the wire was still protected. It was further noted that both spots were on the front and back of the lead 8-9cm from the lead/extension junction. It was noted that the impedance issue had occurred following the original implant. The impedance was fine in the operating room and post-operatively it was >10,000. It was further reported that had been ¿consistence.¿ the hcp decided to replace the lead. Additional information received reported that the impedances had improved to normal. The incision site pain or discomfort was unable to be determined due to surgical pain. Additional information received reported that the lead was used in the patient and the intended use of it was treatment. There was no patient death. There was no patient injury. The patient outcome was recovered without sequela. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Analysis: analysis of the lead found ¿multiple cosmetic and breached melted spots.¿

Event description:
It was reported that the patient was doing ¿excellent and receiving effective therapy.¿

Manufacturer narrative:
Concomitant medical products: product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information reported that the patient had a follow up scheduled on (B)(6) 2013. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.